Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. According to reports, the patient has some brain issues; and the system will soon be removed. In addition, the presenting electrogram (egm) displayed a non-capture on the rv lead, possibly due to lead dislodgement. The physician discretion was needed, and maximum right ventricular (rv) output or brady mode off could be programmed. This rv lead remains in service. No additional adverse patient effects were reported.